Event description:
The customer reported to olympus, the autoclavable camera head video does not appear. The issue was found during an operation check. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed and found to be due to the imaging component failure (faulty charged coupled device-unit or imaging elements). Based on the results of the investigation, it is likely that applying a light load near the camera cable protector on the main unit led to the occurrence of the no image event. However, a root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.